Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient planning for a transesophageal echocardiography (tee) procedure, the transducer prompted a usacquisitionhw_31 error when it was connected to the ultrasound system. The user replaced the transducer to continue and complete the procedure. There was a delay of 10 to 15 minutes while the replacement transducer was obtained. There was no patient adverse event reported. No additional information was provided.